Event description:
(B)(4) severe abdominal pain,headaches,tired all the time, just recently I started getting very painful legs, joints and muscles making it quite painful to move some days. I am forgetful, I feel bloated all the time, weight gain when the active life and job I have should make me stay trim. I imagine a lot of the other things that I feel may be in some way connected to essure even though the doctors I have been to in the past say no.